Event description:
During an ercp(endoscopic retrograde cholangiopancreatography) dilation, the balloon broke into the common bile duct. Instead of inflating to dilate, it advanced and dislodged. It was retrieved.